Manufacturer narrative:
The customer declined the option to have their glidescope bflex single-use bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. No further information was provided regarding the reported glidescope bflex single-use bronchoscope or et tube despite follow-up attempts made to the customer as part of verathon's invesitgation of the reported event. If further information becomes available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex single-use bronchoscope (exact model unknown), the bflex broke and separated upon retracting from the et tube leaving pieces inside the et tube. It was reported that the et tube with the broken bronchoscope pieces was removed/replaced during the patient procedure. Upon inspection, the broken bronchoscope pieces were visualized within the et tube and all bronchoscope pieces were recovered from the et tube. The facility's anesthesiologist reported no visual evidence of any other fragments in the patient's lungs and confirmed that all pieces were recovered within the removed/replaced et tube. No harm to the patient was reported.